Event description:
On (B)(6) 2013, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on an unknown date, the patient presented a symptomatic infection from methicillin-resistant staphylococcus aureus (mrsa). A computed tomography (CT) scan reportedly showed that the patient's aorta was infected around the area of the implanted devices. On (B)(6) 2013, an explant procedure was performed to remove all gore excluder aaa endoprostheses due to the infection. It was reported the cause of the infected devices is unknown. The devices were explanted with no issues, and the patient tolerated the procedure.

Manufacturer narrative:
Additional device implanted and involved in this event: pxc141200/10761744.